Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 12/3/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: is there evidence that could suggest that the reported suture was part of a product mix in the package?unk could you kindly provide the lot number of the kit, please? F000104089 please provide the source or name of person providing answers to follow-up questions: (B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that, when ickit23 was opened, there was vcpb841d in the package. The kit (ickit23) was registered with jjkk and qa. The registered model number was determined from the kit components. Another product was used to complete the case. No sample will be returned. There were no adverse consequences to the patient. Additional information was requested.